Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a literature journal article that patients underwent elective CABG either alone or in combination with aortic valve replacement or mitral valve repair/replacement as part of a clinical trial on unknown dates and suture was used. The study examined surgical site infection in leg-wound closures following open vein harvesting for coronary artery bypass grafting. Following the procedure, some patients experienced infection and the most commonly identified main pathogens were (B)(6). Some of the patients received antibiotic therapy. Additional information has been requested.